Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: material #300865, batch #2411121. It was reported by customer that faulty syringe, there is what appears to be cardboard within the syringe. Verbatim: description: I need to report a problem with a bd plastipak 50ml luer-lok syringe faulty syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation (physical sample returned): two photos along with the physical sample were provided to our quality team for investigation. Through visual inspection, a piece of cardboard was observed within the syringe. The stoppers are supplied by a qualified external supplier and are received double-bagged within a cardboard container. Prior to introduction into the clean assembly area, the cardboard box and the outer bag are removed within a designated transfer chamber to minimize the risk of contamination. If this process is not performed as intended, there is a potential for a cardboard particle to be inadvertently introduced into the assembly area. A device history review was performed for reported lot 2411121; no deviations or nonconformances were identified during the manufacturing process. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing subprocesses in accordance with established procedures, and no issues related to this incident were identified. Although no manufacturing deficiencies were identified, it is possible the particle originated during the assembly process. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and reported condition will continue to be monitored by our quality team for any emerging trends.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a brown particle was observed within the syringe. A device history review was performed for reported lot 2411121. No deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were identified. As the physical sample was not available for analysis, the specific composition and origin of the observed particle could not be determined. Although no manufacturing deficiencies were identified, it is possible the particle originated during the assembly process. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and reported condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.